Event description:
Physician reported right "spontaneous deflation of tissue expander". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: spontaneous deflation of tissue expander.

Manufacturer narrative:
Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed opening in the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g1, h6.

Event description:
Physician reported right "spontaneous deflation of tissue expander". Device has been explanted.

Event description:
Physician reported right "spontaneous deflation of tissue expander". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.